Event description:
It was reported that while advancing the cardiomems delivery catheter over the guidewire, wire placement was lost. The delivery catheter and wire were removed through the sheath and re-advanced however the wire formed multiple loops in the right atrium. The wire and delivery system were removed a second time and it was noted that there was difficulty with removing the wire and difficulty with flushing. The wire was not moving freely specifically at the distal tip of the delivery catheter. A blood clot was noted in the delivery catheter. The clot was confirmed by visual inspection of the delivery catheter and the wire. Despite flushing the clot was not fully removed therefore a new device was used and the procedure was then completed without issue. There were no adverse consequences to the patient.

Manufacturer narrative:
One tethered cardiomems sensor and delivery catheter reloaded into the packaging hoop were received for investigation. Visual inspection of the length of the catheter showed dried blood present and signs of blood inside the catheter. Visual inspection of the hub was found to be normal with blood present inside and outside of the hub. The catheter's outer diameter was found to be within specification with a 0.0465 in. Thickness at distal tip and 0.0470 in. At the proximal end determined by a digital caliper. Upon visual inspection of skiving portion, it was observed that the tethering pattern was correct. Visual inspection of the sensor identified no exterior damage. The inner diameter of the catheter was checked using a test guidewire with a diameter of 0.016 in. Measured by digital caliper. When recreating the event, the catheter was advanced over the test guidewire but it was not successful. The results of the investigation confirmed that the catheter was unable to advance over the guidewire due to a blood clot, but was not able to confirm lost guidewire placement. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no nonconformance was found in the batch records reviewed.